Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a mildly calcified, mildly tortuous superficial femoral artery. The 5.0x150mm armada 18 balloon dilatation catheter (bdc) was inflated to 8 atmospheres; however ruptured. Another armada 18 balloon was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.